Event description:
Screw head sheared off of shaft. Shaft of screw was left in pt. The surgeon discarded the plate being used when screw disassembled and placed a new plate in another location. Screw head was retrieved. The exact length of screw is unk.

Manufacturer narrative:
The macroscopic and microscopic examination revealed that the screw broke in forced rupture mode because of too high torsional and tensile forces during the insertion. The cause for the too high forces was that the screw already contacted the plate and was further tightened. Indications for material or manufacturing related problems were not found in this investigation. Based on statistical eval, no indication was found for any device related issue.